Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had fallen several times in the last month and a half and was in the hospital with a couple of falls on both legs. The caller was wondering if the falls had done something to the implant. The patient was not going to the bathroom and had to put a catheter in. The caller stated things seemed to be fine before the fall in february. The caller had tried to use the programmer to check the implant but was getting a question mark. The agent reviewed poor communication and that it was likely the implant was dead due to implant date. The caller was not with patient at the time of the call. The caller will try using the programmer with and without the antenna. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.